Event description:
The user facility reported to olympus that the subject device tested positive for microbiological contamination. The microbiological test results were requested but were not available. The user facility did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization (cds) process. The customer performs preliminary cleaning steps by suctioning water through the suction/operating channel. Manual disinfection is not performed. The endoscope is stored hanging vertically. Olympus is the maintenance company for the device. The devices are sterilized with hydrogen peroxide after each use. After the device was returned to olympus, it was sent out for additional testing. The microbiological test report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was then sent to an olympus service center for evaluation. Service found the distal end cap of the insertion tube was damaged. The rubber adhesive in the bending section was porous, and the connecting area between the bending section and insertion tube was worn and scratched. Corrosion was observed in the air/water cylinder and suction cylinder. Scratches were observed in the forceps/instrument channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.